Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("itchy rashes"), abdominal distension ("swollen bellies") and pain ("I'm in pain everywhere"). The patient was treated with surgery (I had my coils out). Essure was removed. At the time of the report, the pelvic pain, rash pruritic, abdominal distension and pain was resolving. The reporter considered abdominal distension, pain, pelvic pain and rash pruritic to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of a coil go through a sac and had miscarriage, after essure removal') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("itchy rashes"), abdominal distension ("swollen bellies"), pain ("I'm in pain everywhere") and panic attack ("2 major attack"). The patient was treated with surgery (I had my coils out). Essure was removed. At the time of the report, the device breakage outcome was unknown and the pelvic pain, rash pruritic, abdominal distension and pain was resolving. The reporter considered abdominal distension, device breakage, pain, panic attack, pelvic pain and rash pruritic to be related to essure. ¿~concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, rashes, swollen belly, pain, major attack ,a piece of a coil go through a sac and had miscarriage, after essure removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: this case should be mark for deletion due to potential duplicate of case number 2014-036463. All the information, reference :legacy device report number 2951250-2015-00520 medwatch 3500a MFR report number were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of a coil go through a sac and had miscarriage, after essure removal') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("itchy rashes"), abdominal distension ("swollen bellies"), pain ("I'm in pain everywhere") and panic attack ("2 major attack"). The patient was treated with surgery (I had my coils out). Essure was removed. At the time of the report, the device breakage outcome was unknown and the pelvic pain, rash pruritic, abdominal distension and pain was resolving. The reporter considered abdominal distension, device breakage, pain, panic attack, pelvic pain and rash pruritic to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, rashes, swollen belly, pain, major attack ,a piece of a coil go through a sac and had miscarriage, after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: major attack ,a piece of a coil go through a sac and had miscarriage, after essure removal and reporter information were updated on 23-mar-2020: follow up 4 and follow up 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of a coil go through a sac and had miscarriage, after essure removal') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("itchy rashes"), abdominal distension ("swollen bellies"), pain ("I'm in pain everywhere"), panic attack ("2 major attack") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (I had my coils out). Essure was removed. At the time of the report, the device breakage and blepharospasm outcome was unknown and the pelvic pain, rash pruritic, abdominal distension and pain was resolving. The reporter considered abdominal distension, blepharospasm, device breakage, pain, panic attack, pelvic pain and rash pruritic to be related to essure. ¿~concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, rashes, swollen belly, pain, major attack ,a piece of a coil go through a sac and had miscarriage, after essure removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: event eyelid twitching reporter added. All the information has been transferred from this case to retain case (B)(4) due follow up was wrongly attached to deletion case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("itchy rashes"), abdominal distension ("swollen bellies") and pain ("I'm in pain everywhere"). The patient was treated with surgery (I had my coils out). Essure was removed. At the time of the report, the pelvic pain, rash pruritic, abdominal distension and pain was resolving. The reporter considered abdominal distension, pain, pelvic pain and rash pruritic to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.